Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 72-year-old female patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. After three days and 11 hours on support, the device was successfully weaned. After removal, the patient had limited gross and fine lower arm function. The upper arm function was intact. It was noted that the tunneling of the graft was very sharp and enroached into the armpit area. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.9l/min as intended. Vascular injury is listed as a potential adverse event, and consistent with known device-related, patient-related factors and/or can be attributed to user technique.

Manufacturer narrative:
Corrected information has been provided in d4 (serial & catalog). Post-procedural adverse event/nerve compression: the cause of the injury was not determined due to insufficient clinical details.